Event description:
It was reported that the customer's insulin pump froze and he received motor error and button error alarms. Customer's blood glucose was 106mg/dl at time of this report. It was found that the customer had magnetic resonance imaging performed while the insulin pump was off. Customer was not using the sensor feature and was able to complete the rewind sequence. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.